Manufacturer narrative:
A1,2,3,4;b3,6,7;d10;h4: info not provided. H6: result code #400: "yielded jaws". Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly.

Event description:
The device was used during a laparoscopic nissen fundoplication. It was reported by the rep. That the clip applier did not "fire" during the procedure. There was no consequence to the pt.